Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella rp flex device was inserted via the right femoral vein in a 67-year-old male patient presenting with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos). The patient had a history of prior coronary artery bypass grafting and known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, high purge pressure alarms and purge pressure blocked alarms occurred. The team persisted with changing the purge cassette and doubling the concentration of heparin. Ultimately, the device was removed and ECMO was placed for escalation of care. The device was removed without any observed impact on the patient¿s hemodynamic status. The patient survived to explant.

Manufacturer narrative:
After further review the decision was made to remove h6 medical device problem code a140508 low or blocked pump flow as the code does not apply to this complaint.